Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer was unable to provide the cgm bg reading and bg meter reading. As a result of the inaccurate cgm to the emergency room and was subsequently admitted to the intensive care unit (ICU) with liver damage and high ketones that the health care provider determined to be dangerous and life threatening. Customer was treated with intravenous fluids of saline and insulin to resolve the issue and no permanent damage was reported. Reportedly, customer was unable to recall the release date from the ICU. A root cause was unable to be determined. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.